Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of crosstalk noted via remote monitoring on an abbott pacemaker. No intervention was reported to resolve the event and the patient experienced no consequences. Further information was requested but is not available.